Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.

Event description:
The customer contacted baxter's technical service center (tsc) because the home patient (hp) reported a hole in transfer set. The hp stated that her cat bit her tubing going from her abdomen to the transfer set. The homechoice (hc) was in a fill cycle. The tsr advised the hp to end therapy and call the registered nurse (rn) asap. The tsr advised the hp to call 911 if unable to get in touch with rn due to the high possibility of infection, since hp stated that she did not close her transfer set until she called. The hp ended therapy and would call rn or 911. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted the home patient's (hp) registered nurse (rn) on (B)(6) 2012 regarding the hp's cat biting disposable tubing. The rn stated that the hp had contacted her and she had the hp come into the clinic. The rn gave the hp antibiotics. The rn stated that the cat actually bit into the patient line and not the catheter or the transfer set. Therapy has been going well since incident. There was no patient injury or medical intervention indicated at the time of the initial report. No additional information available.

Manufacturer narrative:
(B)(4). This complaint for damage due to animal damage was confirmed because the home patient (hp) stated their cat bit the tubing going from of the transfer set. The technical service representative (tsr) advised the hp to end therapy and call the registered nurse (rn) asap. The hp had contacted the rn and who had the hp come into the clinic. The rn gave the hp antibiotics. The rn stated the cat actually bit into the patient line and not the catheter or the transfer set.